Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical a visual inspection of the returned cycler exterior showed no signs of physical damage. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. An internal inspection of the cycler found a short on the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation. Valve actuation test passed. System air leak test passed. Post-accelerated stress test 2hr 15mins 8500ml simulated treatment was performed without any failures or problems. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient reported a cycler alarmed a draining slowly message and a display brightness problem. The patient called reporting that the cycler was not working right. The patient turned the cycler on to check alarm history but was having a hard time logging into diagnostics and reading the alarm history due to the dimness of the screen display. The patient checked the screen brightness and was set to 10, but patient stated that the brightness on the screen had been getting lighter. Due to the issue and message, the patient was advised that the cycler would be replaced. The technical support representative advised the patient to contact their nurse of the replacement arrival on (B)(6) 2023. Upon follow up, it was confirmed that no patient adverse effects were experienced and no medical intervention was required. The patient was able to complete treatment manually. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.